Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device presented in the emergency room due to a nearly coma like state. The device was then interrogated at which time an error code indicative of a battery anomaly was exhibited and the battery gauge indicator at end of life. It was suspected that the device was not functioning correctly as a result of the depleted battery and likely contributed to the patients metabolic state. The device has been replaced and is expected to be returned for analysis.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened to facilitate inspection and testing of the internal components. One of the high voltage (hv) capacitors was noted to be swollen the hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing. The damage caused by the arcing resulted in the root cause being difficult to ascertain; however, it is suspected that a low resistance pathway between anode and cathode plates due to anode particulate within the capacitor occurred. This capacitor issue impacted the device's ability to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available. A manufacturing enhancement has been implemented to mitigate this issue.

Event description:
It was reported that the patient with this device presented in the emergency room due to a nearly coma like state. The device was then interrogated at which time an error code indicative of a battery anomaly was exhibited and the battery gauge indicator at end of life. It was suspected that the device was not functioning correctly as a result of the depleted battery and likely contributed to the patients metabolic state. The device has been replaced and returned for analysis.